Event description:
The customer reported that this unit's printer is bad and fails to pass the self-test. Upon rebooting the unit, it intermittently fails to respond to the energy select switch. There was no report of pt involvement.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.